Event description:
Discordant results for sodium (na) were obtained on an advia 2400 instrument. Some of the discordant results were reported to the physicians. The samples were rerun on another instrument in the same laboratory and corrected result reports were sent. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
(B)(4). On (B)(4) 2012: a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant sodium (na) results was a malfunction of the ion selective electrode module (ise) stirrer. The fse replaced the stirrer and upgraded the instrument firmware. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
Siemens is investigating the event.